Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the product was not returned to j&j medtech orthopaedics; however photos were provided for review. The photo and xray investigation revealed found all four of the end prongs were broken apart. Broken fragments were not returned for analysis. X-ray were provided and fragments were observed at patient's bone, therefore, embedded condition can be confirmed. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Surgical technique was reviewed and the following relevant statements were found at page 5: open the medullary canal and conduct reaming by following ao reaming techniques for im nailing and maintain a guide wire entry angle of less than 10° from the axis of the canal. Precaution: if the guide wire entry angle is greater than 10° from the axis of the canal, there is a risk that bowing of the reaming rod will result in: eccentric reaming of the far cortex. Damage to the reamer head connection, resulting in metal fragments in the canal. Notes: for an antegrade femoral approach, if possible, adduct the limb/hip to facilitate access to the entry point. For greater trochanter entry point, target >2 cm distal to the lesser trochanter. For an antegrade tibial approach, the knee will need to be flexed to 90-110° for entry site access. Insert the guide wire aiming down the tibial crest, and thus the center of the medullary canal. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. Based on the investigation findings, the potential cause is traced to xxxxxxx, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Monument review: manufacturing location: supplier: (B)(4)/ inspected and packaged by: monument. Release to warehouse date: 13-dec-2022; expiration date: 01-nov-2032; part number: 03.404.027s, 15.5mm reamer head for ria 2 sterile; lot number: 3181p41; lot quantity: (B)(4). Jbl-nr-0019545/non-product nc was initiated against this lot at op # 40, prep/seal order, for a missing program number. Per note to file, program 6 was used to perform the operation per approved (B)(4) production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 24148 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all visual, sterilization, and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history review: this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 photo investigation: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo and xray investigation revealed found all four of the end prongs were broken apart. Broken fragments were not returned for analysis. X-ray were provided and fragments were observed at patient's bone, therefore, embedded condition can be confirmed. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Surgical technique was reviewed and the following relevant statements were found at page 5: open the medullary canal and conduct reaming by following ao reaming techniques for im nailing and maintain a guide wire entry angle of less than 10° from the axis of the canal. Precaution: if the guide wire entry angle is greater than 10° from the axis of the canal, there is a risk that bowing of the reaming rod will result in: eccentric reaming of the far cortex. Damage to the reamer head connection, resulting in metal fragments in the canal. Notes: for an antegrade femoral approach, if possible, adduct the limb/hip to facilitate access to the entry point. For greater trochanter entry point, target >2 cm distal to the lesser trochanter. For an antegrade tibial approach, the knee will need to be flexed to 90-110° for entry site access. Insert the guide wire aiming down the tibial crest, and thus the center of the medullary canal. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. Based on the investigation findings, the potential cause is traced to xxxxxxx, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found all four of the end prongs were broken apart. Broken fragments were not returned for analysis. X-ray were provided and fragments were observed at patient's bone, therefore, embedded condition can be confirmed. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Surgical technique se_828354 rev. Ac was reviewed and the following relevant statements were found at page 5: open the medullary canal and conduct reaming by following ao reaming techniques for im nailing and maintain a guide wire entry angle of less than 10° from the axis of the canal. Precaution: if the guide wire entry angle is greater than 10° from the axis of the canal, there is a risk that bowing of the reaming rod will result in: eccentric reaming of the far cortex. Damage to the reamer head connection, resulting in metal fragments in the canal. Notes: for an antegrade femoral approach, if possible, adduct the limb/hip to facilitate access to entry point. For greater trochanter entry point, target >2 cm distal to the lesser trochanter. For an antegrade tibial approach, the knee will need to be flexed to 90-110° for entry site access. Insert the guide wire aiming down the tibial crest, and thus the center of the medullary canal. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø15.5 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to user. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: monument review: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 13-dec-2022, expiration date: 01-nov-2032, part number: 03.404.027s, 15.5mm reamer head for ria 2 sterile, lot number: 3181p41, lot quantity: (B)(4). Device history review: this lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b14 (to capture DHR). H6 investigation: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo and xray investigation revealed found all four of the end prongs were broken apart. Broken fragments were not returned for analysis. X-ray were provided and fragments were observed at patient's bone, therefore, embedded condition can be confirmed. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Surgical technique se_828354 rev. Ac was reviewed and the following relevant statements were found at page 5: open the medullary canal and conduct reaming by following ao reaming techniques for im nailing and maintain a guide wire entry angle of less than 10° from the axis of the canal. Precaution: if the guide wire entry angle is greater than 10° from the axis of the canal, there is a risk that bowing of the reaming rod will result in: eccentric reaming of the far cortex. Damage to the reamer head connection, resulting in metal fragments in the canal. Notes: for an antegrade femoral approach, if possible, adduct the limb/hip to facilitate access to the entry point. For greater trochanter entry point, target >2 cm distal to the lesser trochanter. For an antegrade tibial approach, the knee will need to be flexed to 90-110° for entry site access. Insert the guide wire aiming down the tibial crest, and thus the center of the medullary canal. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. Based on the investigation findings, the potential cause is traced to xxxxxxx, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will he re-assessed. Monument review: manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument. Release to warehouse date: 13-dec-2022. Expiration date: 01-nov-2032. Part number: 03.404.027s, 15.5mm reamer head for ria 2 sterile. Lot number: 3181p41. Lot quantity: (B)(4). Jbl-nr-0019545/non-product nc was initiated against this lot at op # 40, prep/seal order, for a missing program number. Per note to file, program 6 was used to perform the operation per approved cn-334157. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 24148 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all visual, sterilization, and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history review: 11-mar-2025: DHR reviewed by: (B)(6). This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the reamer head broke in the femur. The fragments that were generated were impossible to remove. Surgery was completed successfully with no delay. No additional medical intervention was required.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.